Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of shortness of breath with moving up and down their stairs. It was noted that the patient was very active and walked several miles a day. On device interrogation it was noted that the right atrial (ra) lead exhibited far field r waves over-sensing. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.